Event description:
Customer's daughter reports back to back testing on the same meter while using the advantage system with results of 70mg/dl, 545mg/dl and 367mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.